Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after and implant duration of approximately 7 years, due to stenosis, calcification and subvalvular pannus. Based on the operative report, the patient presents with near syncope and congestive heart failure with a critical stenosis of the aortic prosthesis. The left ventricle was enlarged, grade 2/6 and hypertrophied, grade 4/6. The prosthesis was calcified and also had subvalvular pannus. The adhesions were moderately severe. Care was taken to avoid the proximal anastomosis of the marginal graft, each sutures were removed individually from the prosthesis, developed a bluntly a plane between the prosthesis and the annulus, and removed it intact. The subvalvular pannus was also removed with dissection. Then, interrupted non-pledgeted 2-0 tycron sutures were placed circumferentially around the annulus. They were brought through the sewing ring of the 23 mm edwards pericardial valve, the valve was seated, sutures tied and cut, the valve was seated nicely. This was a snug fit. There was a valve 1 size up from the previous valve, but seemed to sit nicely. The patient was rewarmed, de-aired by tee guidance and weaned from cardiopulmonary bypass without difficulty.

Manufacturer narrative:
Device not returned. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the edwards device was not returned; therefore, the root cause of the reported event could not be investigated. Although the root cause cannot be confirmed, the critical prosthetic aortic valve stenosis was due to the calcification and sub-valvular pannus noted in the operative report. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve/annuloplasty ring. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves/annuloplasty rings is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization. No further actions are possible with the available information.